Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "...had no problems. Implants were exchanged on advice of doctor." Patient later reported left side double capsule and "capsular contracture baker iii and implant rupture." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule, and capsular contracture, baker grade iii.

Event description:
Patient reported "...had no problems. Implants were exchanged on advice of doctor". Later reported double capsule and "capsular contracture baker iii and implant rupture". Device has been explanted and replaced with non allergan. This relates to the left side.